Event description:
Account alleged that the bed will place a normal nurse call, but it does not place a nurse call when the ppm alarms.

Manufacturer narrative:
Account reported that when they checked the bed in their shop, the ppm functioned properly. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.